Event description:
It was reported that a patient underwent a surgical procedure on an unk date and mesh was used. The pt, who had 'underlying health issues' prior to the surgery, and returned three weeks post-operatively and required the mesh to be removed due to infection. The pt has recovered without further incident. The surgeon opines that the mesh was not the leading cause of the infection.

Manufacturer narrative:
(B)(4). Infection. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.